Manufacturer narrative:
The reported event was not confirmed. Referring to product inquiry the unknown lag screw is stated to be the primary product. As the lag screw was not available for evaluation a physical examination of the device was impossible. All other items are considered to be concomitant items. Due to unknown lot code a review of the DHR of the reported lag screw is not possible. As no medical records were available the alleged event could not be verified. The reported event indicated that the implant had initially fulfilled its tasks without any confirmed signs of damage. As no time of implantation was given it was assumed ¿ as worst case ¿ that the event occurred within 6 months since initial surgery. No further statement was possible. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). With available information a deficiency of the lag screw was not verified. The file will be closed formally. In case the item and / or substantive information will become available in future we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Removed a gamma nail, lag screw and locking screw. Reason for revision was the lag screw cut out. Dr. Revised to a total hip.